Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:02 on channel a and determined the root cause to be a faulty channel a pump head module. The channel a pump head module replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump displaying failure code 808:02 on channel a during programming/set-up in the emergency room. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. No additional information is available.